Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that the patient suffered a second degree skin burn, discovered under the indifferent electrode after an afib ablation. Stockert IFU states that the area of patch application must also be thoroughly cleaned, dry, and preferably shaved for optimum placement and grounding of the patch to reduce the likelihood of skin burn. It was reported that due to patient perspiration, the adhesion of the patch may have been compromised, however, further details have not been provided by the facility. The facility indicated that the event was not caused by bwi equipment and declined service as no malfunction of the device was noted. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device.

Event description:
It was reported that the patient suffered a second degree skin burn, discovered under the indifferent electrode after an afib ¿ paroxysmal procedure. A thermocool sf catheter was in use at 40 watts. Additional information was requested, but no response has been received.

Manufacturer narrative:
The concomitant products: coolflow pump: model# m-5491-02, serial# (B)(4); ez steer thermocool sf nav: model# d-1313-04-s, lot # 15884730l (customer disposed of); carto 3: model # m-4800-01, serial# (B)(4).